Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had not been able to make adjustments for three weeks. It was noted that changing the batteries did not resolve the issue. It was reported the patient changed batteries while on the call, was able to sync, saw the stimulator was on and full, and then increased stimulation. It was noted the patient had not felt stimulation for over a month. It was reported the patient fell on the device three weeks prior to call and had not felt stimulation since. It was noted the patient increasing stimulation provided relief. It was reported the patient needed an MRI and another back surgery. It was noted the MRI was related to the device, but it was unknown if the surgery was.